Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt developed an embolic stroke with hemiparesis. It was noted that the pt was recovering well. No other issues were noted and no other info was provided.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.